Event description:
A malfunction alarm with the code malf 16 occurred, but no notable events were identified prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support guided the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer agreed to and understood.